Event description:
The user facility reported that during a dental procedure the tip of their thin swivel direct flow detached in the patient's mouth resulting in them swallowing it. There was no report of patient harm. The patient subsequently saw a physician and the tip was found in the patient's stomach. It is unknown if any medical treatment was administered.

Manufacturer narrative:
The device subject of the reported event was returned to hu-friedy for evaluation. Evaluation results determined that the tip breakage may be attributed to the instrument being dropped prior to the patient procedure or misuse by user facility personnel. The reprocessing of hu-friedy dental hand instruments and accessories states (section 3.2), "inspect all instruments after the cleaning and rinsing step for corrosion, damaged surfaces, and impurities. Do not further use damaged instruments." The device history record (DHR) for the subject lot was reviewed and no abnormalities were noted. No additional issues noted.